Event description:
It was reported bd alaris¿ smartsite needle-free valve had blockage issues. The following information was provided by the initial reporter: "staff have stated they are having difficulty flushing and getting blood return when drawing labs."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 22015448 d.4. Medical device expiration date: 16-jan-2025 h.4. Device manufacture date: 16-jan-2022 d.4. Medical device lot #: 21125716 d.4. Medical device expiration date: 13-dec-2024 h.4. Device manufacture date: 13-dec-2021 d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11-apr-2022 h.6. Investigation: 2 samples model 2000e were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsites were then connected to a 10 ml bd syringe filled with blue dye water and the sets were attempted to be flushed. The sets were successfully flushed. The customer complaint that the staff have stated they are having difficulty flushing and getting blood return when drawing labs could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2000e lot number 22015448 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2000e lot number 21125716 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - back flow with lot #22015448 regarding item #2000e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - back flow with lot #21125716 regarding item #2000e.

Event description:
It was reported bd alaris¿ smartsite needle-free valve had blockage issues. The following information was provided by the initial reporter: "staff have stated they are having difficulty flushing and getting blood return when drawing labs."